Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A technician reported overcorrection with mild corneal haze in a patient's right eye 49 days post lasik. The patient complains of blur at distance. Topical steroid dosage was increased. Upon follow up, it was reported that the patient is also using artificial tears. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history shows no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. The treatments were completed to 100%, without error messages and breaks. All laser system functions were within specifications at this day. A review of the patient file provided shows no indication of an overcorrection of 1.25 d and possible reasons for haze after lasik. No technical root cause was identified as the product was found to be within specifications. (B)(4).